Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the tc201 with serial number (B)(6) frequently experiences a black screen upon startup, preventing system access." It was indicated that the issue was detected prior medical procedure. No negative impact in state of health reported.

Manufacturer narrative:
The product concerned (material-no: tc201, serial: xm892385-p) was returned for investigation.during the physical technical inspection, the technician could verify the reported failure. The tc201 was found to have a defect control board. Consequently, the unit does not offer any video signal and there is no image on the connected screen. According to the device inspection, the damage reported by the customer "black screen upon startup" can be attributed to a malfunctioning fpga (field-programmable gate array).the event is filed under internal karl storz complaint ID: (B)(4).